Event description:
The customer contacted physio-control to report difficulty with downloading information from their device to a laptop. There was no patient use associated with the reported event.upon evaluation of the device, physio observed that when attempting to download information from the device to a laptop that the device would intermittently power off by itself. The observed intermittent loss of power was not limited to only the downloading of information; it had the potential to also occur during normal device use.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio observed that when the 3rd party usb data cable that was connected between the device and the modem was manipulated, or moved, the screen would go black, indicating that the device had lost power. This also prevented the downloaded information from being transmitted. Physio determined that the cause of the reported issue was the 3rd party usb data cable. The customer then provided physio with a replacement cable from their existing inventory which resolved the reported issue. The original 3rd party usb cable was disposed of on-site. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.